Event description:
Revised cup and femoral stem due to loosening. Everything was removed.

Event description:
Revised cup and femoral stem due to loosening. Everything was removed.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an osteonics cemented stem. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to the manufacturer.

Manufacturer narrative:
The patient is (B)(6). An event regarding the loosening of an unknown femoral stem was reported. The event was not confirmed. The investigation concluded that the exact cause of the event could not be determined because further information such pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes and the return of the devices are needed to complete the investigation. It also concluded that there is no indication the event is related to a manufacturing issue.